Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported, a right side deflation. Healthcare professional, additionally reported, "any creases" and "any creases associated with hole". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening on posterior assessed, as fold flaw opening. Crease/folding of implant: crease fold observed, on the device. Additional observations: wear abrasion observed, on the device. White particles observed, outside the device. No further actions are required, as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.